Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ optima injector disconnected. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that the rn and second rn were about to connect the optima injector to the optima connector, the optima injector came off from the IV tubing.   Verbatim: rn and second rn were about to administer chemotherapy to the patient. When about connect the optima injector to the optima connector, the optima injector came off from the IV tubing. At that time drops of chemotherapy fell onto the floor and bottom of the IV pole. The spill was cleaned with a chemotherapy spill kit.

Event description:
It was reported that unspecified bd¿ optima injector disconnected. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that the rn and second rn were about to connect the optima injector to the optima connector, the optima injector came off from the IV tubing.   Verbatim: rn and second rn were about to administer chemotherapy to the patient. When about connect the optima injector to the optima connector, the optima injector came off from the IV tubing. At that time drops of chemotherapy fell onto the floor and bottom of the IV pole. The spill was cleaned with a chemotherapy spill kit.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.